Event description:
Complainant alleged that during a routine shift check by a clinician the device failed to power on when plugged into ac power. Complainant indicated that there was no patient involvement in the reported malcunction.